Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer, with technical assistance. It was later confirmed by the customer that the device's therapy pcb assembly was replaced to resolve the reported issue.  After observing proper device operation through functional and performance testing the device was placed back into service for use.   The device has not been returned to physio-control for evaluation.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would not shock when prompted. The biomedical engineer advised that the device would charge; however, when the shock button was pressed no energy output registered on the analyzer. Additionally, the biomedical engineer tested the device with multiple therapy cables and analyzer's with the same results. There was no patient use associated with the reported event.